Manufacturer narrative:
(B)(4). Initial report was submitted in error as a duplicate. The reported event was previously reported on MFR# 3004753838-2016-21530.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 04/21/2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported.